Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. The patient reported a malfunction that occurred approximately five months ago, attributed to the cgm being expired. According to the documentation, the patient was hospitalized at the time of the event, although the reason for admission was not specified. The patient mentioned feeling ill and suspected their blood sugar might be low. It was noted that the cgm had already expired at that point. After approximately three hours without treatment, a blood glucose (bg) check showed a reading of 584 mg/dl. A subsequent bg check about 45 minutes later indicated a level above 600 mg/dl. No further details regarding the hospital visit were provided by the patient. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 11/13/2025. It was reported that an unspecified malfunction occurred. Performance data was received for review. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. The complaint is undetermined and the root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 6/24/2025